Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for the event could not be determined. Therefore, the reported was not confirmed. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the video system center displayed no image when connected to 180 series scopes, but image is displayed when connecting 190 series scopes. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.